Event description:
It was reported that the ventilator did not have an audible/visible alarm when the patient circuit was disconnected from the patient. The nurse was alerted by the alarm on the spo2 monitor. The nurse reconnected the patient to the circuit and hyper-oxygenated the patient.